Manufacturer narrative:
Product ID: 3389s-40, lot# va1093y, implanted: (B)(6) 2016, product type: lead. Product ID: 3389s-40, lot# va0khvu, implanted: (B)(6) 2014, product type: lead.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for parkinson¿s disease. It was reported that the patient had an ins implanted as well as a lead for the right side first and everything was perfect. It was reported that then a lead was implanted for the left side and the patient got an infection. It was reported that the healthcare professional removed the leads and placed new leads.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.